Event description:
It was reported that the pt was explanted of the device, due to a lysis that had destroyed the lateral wall of the cochlear.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.